Event description:
The patient presented with high impedance and low output current. They said the patient is not reporting any issues and the device was left on. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's lead and generator were replaced. The lead was found to be wrapped up in a knot. The explanted products were discarded.